Event description:
Reportedly, on (B)(6) 2018, the subject pacemaker was implanted in a patient that already had a left ventricular assist device (lvad) implanted. Prior to the implantation, the pacemaker was properly interrogated with the hospital¿s programmer. After implantation, pacemaker interrogation could not be completed; a message relative to the auto-interrogation was displayed on the programmer screen. In order to interrogate the pacemaker in a different environment, the patient was moved to an intensive care unit. Another interrogation attempt was then performed; however it could not be completed. The lvad and its battery were then covered by a radiation protector and another programmer was used. However, the interrogation could still not be completed. Several attempts were performed after the removal of a thick bandage from the implant site. The inductive telemetry head was positioned from different angles over the implant site, and an interrogation could be completed. It was reported that the communication was unstable and that the green lamps on the inductive telemetry head were intermittently blinking. However, the follow-up was properly performed. A last attempt, without the radiation protector, was performed with the second programmer; interrogation was properly performed. Preliminary analysis results revealed that the reported behavior could be due to electromagnetic interferences (emi) caused by the lvad, a bad positioning of the programming head, and/or the different material layers between the device and the programming head.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the subject pacemaker was implanted in a patient that already had a left ventricular assist device (lvad) implanted. Prior to the implantation, the pacemaker was properly interrogated with the hospital¿s programmer. After implantation, pacemaker interrogation could not be completed; a message relative to the auto-interrogation was displayed on the programmer screen. In order to interrogate the pacemaker in a different environment, the patient was moved to an intensive care unit. Another interrogation attempt was then performed; however it could not be completed. The lvad and its battery were then covered by a radiation protector and another programmer was used. However, the interrogation could still not be completed. Several attempts were performed after the removal of a thick bandage from the implant site. The inductive telemetry head was positioned from different angles over the implant site, and an interrogation could be completed. It was reported that the communication was unstable and that the green lamps on the inductive telemetry head were intermittently blinking. However, the follow-up was properly performed. A last attempt, without the radiation protector, was performed with the second programmer; interrogation was properly performed. Preliminary analysis results revealed that the reported behavior could be due to electromagnetic interferences (emi) caused by the lvad, a bad positioning of the programming head, and/or the different material layers between the device and the programming head.